Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after some difficulty, the surgeon was able to fire the stapler. Upon attempting to remove the stapler, it was noted that only the left side of the tissue was stapled and the right side of the device was locked on the tissue. It was necessary to excise the stapler from the mucosa and to hand sew this area.

Manufacturer narrative:
(B)(4).